Manufacturer narrative:
Date of event: used (B)(6) 2020 since only (B)(6) 2020 was provided as the event date.

Event description:
It was reported via user/facility medwatch# (B)(4) that stent movement on the balloon and dislodgement occurred. The target lesion was located in a coronary artery. A 3.00 x 16mm synergy xd drug-eluting stent was advanced over a guide wire. However, once the stent was advanced to the lesion, it was noted that the stent struts were not in line with the central markers. The physician pulled the stent back into the guide and tried to remove the device. However, the stent got lodged in the accessory kit/touhy. The touhy was then removed and the stent was found in the device. There were no patient complications reported.